Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 3 days. Customer further reported experiencing symptoms described as rash, itchiness, and redness. Customer had contact with a healthcare professional on (B)(6) 2019 who prescribed novasone (mometasone furoate, a steroid) 0.1% cream and ibilex (cephalexin, an antibiotic) 500mg tablets, and advised the customer to discontinue using sensors. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial that has been provided was deemed invalid. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 3 days. Customer further reported experiencing symptoms described as rash, itchiness, and redness. Customer had contact with a healthcare professional on (B)(6) 2019 who prescribed novasone (mometasone furoate, a steroid) 0.1% cream and ibilex (cephalexin, an antibiotic) 500mg tablets, and advised the customer to discontinue using sensors. There was no report of death or permanent injury associated with this event.